Manufacturer narrative:
No relevant tests or laboratory results were available from the user facility. The device was discarded by the user facility. There is no allegation of a philips product malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure to remove 2 implantable cardioverter defibrillator (ICD) leads (one right ventricular and one left ventricular) due to bacteremia commenced. A spectranetics lead locking device (lld) 518-062 and glidelight laser sheath were utilized during the procedure to facilitate lead extraction. There were no issues with the philips/spectranetics devices used. However, the lead tip was attached to the right ventricle and when it released there was myocardium attached to it. A perforation was found in the rv upon opening the chest. Rescue efforts were implemented, but the patient did not survive the procedure. Patient death resulted from extraction of right ventricular (rv) lead (st jude medical, model 7122, implanted (B)(6) 2008).